Event description:
It was reported that during an unknown procedure, "suddenly the coagulation doesn't work good enough." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade lower tip on the wrong side of the jaw. Upon visual inspection it was noted that the lower jaw I-blade channel was damaged (slightly opened). The device jaws and I-blade were stuck with the blade roughly at the middle and the jaws partially opened. No testing with the test media could be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.